Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed the unit had an outdated pcb and power switch. The tank cover was cracked, and the front cover was chipped and worn. There was wear and tear damage on the enclosure. The line cord was also faded. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to calibrate) was confirmed during testing. The temperature was observed to be fluctuating and failed to stabilize. The product problem occurred due to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer wont calibrate correctly. No adverse patient effects were reported.